Event description:
A 72-year-old female who had a history of painful, debilitating knee "arthrocele" for over 6 months with impaired dally activities of life. On (B)(6) 2025 the patient underwent a right total knee arthroplasty. Prior to wound closure, a small fragment (3mm) or the saw blade used to make the bony cuts was found on the surgical drapes. The saw blade was removed from its power source and assessed. It was observed that part of the saw blade and the other side of the saw where missing. A through attempt was made to locate the other fragment, however, it was not found in the wound or the surrounding surgical area. Therefore, an intraoperative radiograph was taken of the knee to rule out retained foreign body prior to closure. No radiopaque foreign body seen on intraoperative radiograph.